Manufacturer narrative:
On (B)(6) 2018, zoll has learned that thermogard xp ivtm (B)(4) was functioning properly. The user's facility biomed had cleaned the air trap and error code mid:09 (air trap assembly) was no longer observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console with (B)(4).

Event description:
The customer reported that during patient therapy, the thermogard xp ivtm system (B)(4) displayed error code mid:09 (air trap assembly) and will not clear. No fluid in the air trap holder, nor on the floor. The customer was familiar with drying out the air trap, and had completed attempt to dry prior to calling. The patient was under warming blankets to continue with the therapy. No known impact or consequence to patient.